Manufacturer narrative:
Based on the information gathered, there is no indication or report that a davinci product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. This medwatch report (patient identifier#: (B)(6) is submitted for a case report of post-operative respiratory failure, a separate medwatch report (patient identifier#: (B)(6) is submitted for a case report of pneumonia and atrial fibrillation and the medwatch report (patient identifier#: (B)(6) is submitted for the post-operative complications mentioned in the same article. Article citation: marcuse f, hoeijmakers jgj, hochstenbag m, hamid ma, keijzers m, mané-damas m, martinez-martinez p, verschuuren j, kuks j, beekman r, van der kooi aj, van doorn p, van es m, maessen jjg, de baets mhv. Outcomes after robotic thymectomy in nonthymomatous versus thymomatous patients with acetylcholine-receptor-antibody-associated myasthenia gravis. Neuromuscul disord. 2023 may;33(5):417-424. Doi: 10.1016/j.nmd.2023.03.005. Epub 2023 mar 16. Pmid: 37037051.

Event description:
During review of a clinical article titled, ¿outcomes after robotic thymectomy in nonthymomatous versus thymomatous patients with acetylcholine-receptor-antibody-associated myasthenia gravis¿ (marcuse, f., et al., 2023), a following case report was mentioned. A patient who was previously only treated with pyridostigmine underwent a da vinci assisted thymectomy for a thymoma. Pre-operatively, the patient was assessed as myasthenia gravis foundation of america (mgfa) moderate generalized weakness (mgfa class iii) and predominantly involvement of bulbar/respiratory muscles (class b). After the procedure, the patient developed respiratory failure and was intubated for six days. The patient recovered after treatment with plasmapheresis and prednisone, and intravenous immunoglobulin. There was no mention that a da vinci system, instrument or accessory malfunctioned during the procedure. Multiple attempts have been made to obtain additional information, but no additional information was received.